Manufacturer narrative:
Reports are being submitted on the scope and distal end cover. Please refer to the following reports: patient identifier of (B)(6) is related to model number: maj-2315, lot number: h2906. Patient identifier of (B)(6) is related to model number: tjf-q190v. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the single use distal cover of the evis exera iii duodenovideoscope fell inside the patient's mouth during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The doctor reached into the mouth to retrieve the cover. The procedure was not delayed and sedation was not extended. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed no anti-fog agent to the scope lens used. Surgical lub is put on the tip of the scope. The customer inspected the cover after placing the cover on to the scope and the surgeon also inspected the distal cover before it was used. The customer put the cover on the correct way and did test the distal cover to make sure the distal cover was on correct and the doctor also, checked the distal cover before using. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred that the suggested event occurred due to handling of device by the user by the following: - the cover may have overlapped hook at distal end of the scope, may not have gone over the hook completely. As a result, attachment of the cover was insufficient, the cover was easy to come off the scope. However, the root cause of the suggested event could not be determined. The event can be detected and prevented by following the instructions for use which state: - operation manual includes the detection way at chapter 4 - 4.1. - operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was not canceled or postponed. The condition of the patient was not impacted by the failure and the reported problem did not affect the therapeutic outcome of the procedure.